Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) alleging that a one touch ultralink meter would not power on. The reporter indicated that the alleged issue started on (B)(6) 2010, at 5:00 pm. Two to three hours before the alleged issue began, the reporter claimed that the patient developed a symptom where his "sight went off" and high blood glucose results. The reporter denied that the patient received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the unresolved power issue of the lfs meter. There is no evidence, however, that the alleged issue contributed to the patient's symptoms/injury. The patient's symptoms reportedly developed before the alleged issue began.